Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several pauses were noted on the ECG. Upon review of the session records, it was indicated the pauses were due to oversensing events. The device was reprogrammed to avoid further events and the patient was in stable condition.